Event description:
It was reported that during a da vinci-assisted pancreaduodenectomy surgical procedure, the customer reported that they were getting repeated 23124 faults. The technical support engineer (tse) reviewed logs and confirmed error, logs point remote arm controller 2 (rac2) on surgeon side console 2 (ssc2). The customer was continuing with case and will be limiting their use of ssc2. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the system functionality was checked upon powering on the system. The system initially power on without errors. Technical support was contacted for troubleshooting, the reporter indicated full troubleshooting was completed. The reporter stated they changed to another ssc to continue with the procedure. Patient demographics are not available at this time. The reporter does not have any further information to provide.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The mtm was returned for failure analysis, and the reported failure (error 23124) was able to be reproduced during calibration.